Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes stopper creep out or loose closure. The following information was provided by the initial reporter: the customer stated "when the top is removed to remove the serum (as required to transport specimen) and the top is replaced on the tube, it no longer stays secure and is falling off of the tube. Event description per attached medwatch report states: rep top vacutainer tube came off in processing. Specifically, what happened is that when filing and spinning the tube filled with blood there was no issue, however, when the top is removed to remove the serum (as required to transport specimen) and the top is replaced on the tube, it no longer stays secure and is falling off of the tube..¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 2020-08-06. Medwatch report # (B)(4). Report source: other: medwatch report. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes stopper creep out or loose closure. The following information was provided by the initial reporter: the customer stated "when the top is removed to remove the serum (as required to transport specimen) and the top is replaced on the tube, it no longer stays secure and is falling off of the tube. Event description per attached medwatch report states: rep top vacutainer tube came off in processing. Specifically, what happened is that when filing and spinning the tube filled with blood there was no issue, however, when the top is removed to remove the serum (as required to transport specimen) and the top is replaced on the tube, it no longer stays secure and is falling off of the tube..¿